Event description:
The customer reported that when the device was powered back on to pace the pt, the device powered on in leads ECG instead of the configured pads waveform. The pt died, but the customer reported that the device behavior did not play a role in the outcome.

Manufacturer narrative:
(B)(4). The customer reported that when the device was powered back on to pace the pt, the device powered on in leads ECG instead of the configured pads waveform. The pt died, but the customer reported that the device behavior did not play a role in the outcome. The date of death is unk at this time. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.